Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a gastric bypass procedure, when the power handle was inserted, the display was green, but the jaws were not completely closed. After completely firing the reload, a final control with methylene blue was performed and it was noted that there was a visible insufficiency in the middle part of the anastomosis. The issue was resolved by manual suturing.